Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device did not work properly (no staples were delivered). There was no pt consequence.

Manufacturer narrative:
D5; h4: information not available, device not returned for analysis.